Event description:
An advocate for the customer stated there is a 40mg/dl discrepancy between blood glucose results on the contour and a different meter. The specific readings could not be provided. No other information was obtained before the call ended. Depending on the actual results, the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The advocate ended the call before further information could be obtained. No product was replaced.

Manufacturer narrative:
The customer information and product information (d4) were not provided. The manufacture date (h4) could not be determined with out the product information.